Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation. Diagnostic testing indicated high impedance readings. Surgical intervention was undertaken and the physician determined the issue concerned the patient's extension. The extension was explanted. Postoperative diagnostics indicated impedance readings were within normal limits and the patient reported receiving effective coverage.